Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd pump was returned for investigation. The tamper seal was missing and the lens was damaged. The investigator confirmed that the seal bubbled up. The seal was replaced as a result. The investigator hypothesized that the seal degradation was potentially attributable to the use of a harsh cleaning solution by the customer. A definitive root cause was not established however.